Event description:
Hill-rom received a report from the account stating the scale was not reading accurately. The bed was located at the account in storage. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the scale not reading accurately due to the scale system out of calibration. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician calibrated the scale system to resolve the issue. Based on this info, no further action is required.